Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. Reportedly, the customer primed the tubing to resolve the issue. Additionally, a piece of white septum material was found in the tubing. The pump supplies were changed to resolve the issue. The customer's blood glucose level was 183mg/dl.